Event description:
It was reported that post implant at the patient's follow-up the atrial lead had high thresholds. The physician decided to reposition the lead, however during the revision the screw mechanism of the lead was not working properly. The lead was then explanted and a new lead was implanted instead. No patient complications have been reported as a result of this lead.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.